Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure with a use of the ligasure device, the device jaws were difficult or impossible to open and the device became stuck on tissue with locked-down tissue. The procedure was extended as the surgeon opened a second ligasure device to mobilize the locked-down tissue and surrounding tissue was resected to remove the device from the tissue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gynecology procedure with a use of the ligasure device, the device jaws were difficult or impossible to open and the device became stuck on tissue with locked-down tissue. The procedure was extended as the surgeon opened a second ligasure device to mobilize the locked-down tissue, and surrounding tissue was resected to remove the device from the tissue.